Event description:
It was later reported that what necessitated the device repositioning procedure was discoloration at the implant site due to friction when the patient wore compression clothing during exercise.

Event description:
It was reported that the implantable cardiac monitor recorded asystole episodes that were caused by the loss of signal due to noise. When the episodes were being reviewed, a device reset was noted to have occurred about three weeks prior. Performance data was collected from the device and analyzed; analysis revealed the reset was due to cautery that was used during a device repositioning procedure. Follow-up is in progress to determine what necessitated the device repositioning procedure. The device was interrogated to clear the reset, it was functioning properly, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing of electro-magnetic interference (emi)/noise and an electrical reset.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.